Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation under the lifevest equipment. Patient described the area as a red, itchy, open, burning, and painful rash with little bumps. The patients physician confirmed it was an allergic reaction. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a steroid cream and skin tac ointment for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.